Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented in clinic. Upon attempting to interrogate the pacemaker, there was difficulty interrogating the device and there was intermittent communication with the telemetry head. On (B)(6) 2017, the patient presented in clinic for follow-up and interrogation issues were noted again. After multiple attempts using different programmers, the device was able to be interrogated but the radio frequency link was unstable making it difficult for testing. On (B)(6) 2017, the device was explanted and replaced. Patient was stable before, during, and after the procedure.